Event description:
International customer reported that the suture broke during use. No adverse pt consequences were reported.

Manufacturer narrative:
Result: unused representative samples were visually examined and functionally tested for seal integrity and tensile strength. All samples failed to meet seal integrity and tensile strength specifications. H-6 conclusion code: the device is out of specification in a manner that relates to the event.